Event description:
It was reported that shaft breaks occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified and severely tortuous right coronary artery (rca). Following predilation, a 2.75mm x 15.00mm agent drug coated balloon (dcb) and a 2.50mm x 20.00mm agent drug coated balloon were advanced, but due to resistance from the calcified lesion, shaft breaks occurred. The agent dcb balloons were removed together with the broken shafts by being pulled from the patient. When the agent dcb balloons were removed from the patient, they were fractured but intact. A non boston scientific balloon device was also advanced, but was not able to cross the lesion. The procedure was successfully completed with two 2.0 x 20 agent dcb balloons. No patient complications resulted in relation to this event.